Manufacturer narrative:
B3: unknown. E1: 03 26 88 06 18. Device evaluation: one device was received. A visual inspection found it in very bad condition with a heavily scratched lens, liquid in the device, the latch was damaged, and the dso seal was damaged. The customer reported problem was able to be duplicated. The motor has more than 12 million revolutions. The pump was deemed not worthy of a repair at the time of the investigation. The needed repair would be uneconomical. The pump is suggested to be scrapped. No action will be taken until customer gives permission for the pump to scrapped. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump had "motor control" issues. There was unknown patient involvement and unknown patient harm/adverse event reported.